Event description:
It was reported that the patient experienced an implantable cardioverter defibrillator (ICD) pocket erosion and could see the metal. The right ventricular (rv) lead was capped and replaced with a new rv lead implanted, and the ICD was reused. A year later, the pocket erosion occurred again. The physician decided to extract all components. When the physician opened the ICD pocket to start extraction of the old abandoned rv lead, it was noted that the rv lead pin was cut, but there was no lead-end-cap present on the lead. The ICD and both rv leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: dvfb1d1 ICD; implant date: (B)(6) 2020; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.